Event description:
The rptr stated the surgeon inserted an aq2010v silicone three piece lens and the lens tore. The lens was removed with no tp injury, no enlarged incision or sutures. The rptr stated another same type lens was implanted. The cartridge used has not been approved by the MFR for use with this model lens.

Manufacturer narrative:
Eval: results: visual inspection of the returned prod found that the lens optic tore into two pieces. One haptic was torn. There was evidence of reddish residue. It should be noted that the injector and cartridge were not returned for eval. Conclusions: based on the complaint history and the eval of the returned prod, the root cause of the event has been determined to be due to the off-label use of the cartridge with this model lens.